Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required increased force to activate display. There was no reported impact to customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.